Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal prialt (ziconotide) at unknown c oncentration/doses via an implantable pump for non-malignant pain. It was reported by the hcp they thought the patient's pump had flipped. The hcp stated the patient was last seen about a month ago but did not know when it happened. The hcp stated there was no inj ury-patient did not fall. The hcp stated patient had a bunch of excess loose skin from weight loss but did not say if that was recent. The hcp stated they did not have imaging available at their facility. The hcp stated they would image and proceed with necessary revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated the patient had no symptoms related to the event. Diagnostics/troubleshooting performed included the pump re-positioned for refill and referred to surgery to stabilize. The pump remained in use.